Event description:
The customer reported the system displayed a communication error and was not operational. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.